Event description:
The customer reported alarm - error codes / messages, sensor error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarm - error codes / messages was due to the oridion board. Error code 570.6200 is confirmed due to a bad oridion, replaced it a new oridion board. Updated a new logic board for compatibility. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results a review of the device history record for sn (B)(6) was performed from date of manufacture 07/16/2010 to the present date 11/11/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the oridion board. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarm - error codes / messages was due to the oridion board. Error code 570.6200 is confirmed due to a bad oridion, replaced it a new oridion board. Updated a new logic board for compatibility. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results a review of the device history record for (B)(6) was performed from date of manufacture 07/16/2010 to the present date 11/11/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the oridion board. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported alarm - error codes / messages, sensor error. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Error code 570.6200 is confirmed due to a bad oridion, replaced it a new oridion board. Updated a new logic board for compatibility. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results

Event description:
The customer reported alarm - error codes / messages, sensor error. There was no patient involvement.